Event description:
Patient required emergency intubation. On two occasions when the et-tube was thought to be properly placed, there was nonconfirmation using a capnometer and the et-tube had to be removed and reinserted.